Event description:
It was reported that during a cryo ablation procedure, there was a "gas embolism" with transient st segment elevation. The patient was a participant of the (B)(6) clinical study. No further information is available at this time. No further patient complications have been reported as a result of this event.